Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00276207_1644408-2019-01171; 242-02-107, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Total tka revision for aseptic loosening of tibia.